Manufacturer narrative:
Medical records have been requested. A supplemental report will be submitted upon final review of medical records by the post market clinical department if additional information is obtained. The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A simulated treatment was completed without any failures or noted problems. Further evaluation found no device malfunctions that would have caused the reported event. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.

Event description:
A peritoneal dialysis (pd) patient's daughter reported that during drain mode, the patient discovered that she was draining blood. The patient had been recently treated for fibrin. After follow up with the pdrn, she confirmed that the patient had peritonitis. The culture test was taken on (B)(6) 2013, but there was no documentation explaining what organism was discovered. The patient was given antibiotics, but the pdrn did not have any information documenting what type of antibiotic was used to treat infection. The patient was not hospitalized. The patient is doing fine.

Manufacturer narrative:
Based on the 124 pages of medical records information it appears that the patient was hospitalized for peritonitis from (B)(6) 2013 and discharged on (B)(6) 2013. She received intraperitoneal vancomycin and rocephin. The patient admitted to an incident on (B)(6) 2013 where she tucked her pd tubing under her t-shirt in preparation to shower, then sat on the toilet to urinate and her pd tubing fell into the toilet by accident. The patient's physician documented that she was marginally compliant with her pd treatment regimen and required further education and reinforcement for aseptic technique. After discharge from the hospital, she was scheduled to report to her pd clinic for continued antibiotic therapy using intraperitoneal fortaz 1 gram to dwell for 6 hours for a total of 14 days. Although this event of peritonitis will be reported as a serious injury, it is unlikely that there is a causal relationship between the fresenius products and the event of peritonitis. There was no report of product malfunction or the products being out of specifications. Peritonitis is a known complication of peritoneal dialysis, usually the result of user error due to a break in aseptic technique. Both the patient and her daughter required follow up instruction regarding aseptic technique during peritoneal dialysis. This report is being submitted as part of a system level review, which included an investigation of all potential fresenius products being used at the time of the event. There were no nonconformances or abnormalities or related lots for this report. The product met current specifications. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed to the clinical event.

Event description:
The peritoneal dialysis (pd) was admitted to the hospital with abdominal pain, nausea, and vomiting on (B)(6) 2013. The patient was diagnosed with peritonitis. The patient's physician documented the patient was marginally compliant with her pd treatment regimen. The patient was seen in the clinic on (B)(6) 2013 after she was discharged from the hospital and reported less abdominal pain, clear effluent without fibrin. She was treated with ceftazidime and heparin. The patient was seen in the pd clinic on (B)(6) 2013. She came directly from the hospital for instruction on intra-peritoneal fortaz administration. The patient admitted during this clinic visit that on (B)(6) 2013, that she dropped her tubing into the toilet. She was re-educated on how this would be a contamination issue and to call the clinic. The patient also had further teaching and reinforcement on aseptic technique for her pd therapy.